Event description:
A spark occurred and caused a minor superficial burn on the corner of the patient's mouth. It's unknown which unit the spark came from. The patient was treated using neosporin.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned foot control assembly found that the strain relief was broken. There were no other visual or physical abnormalities found with the device. The returned device was tested using a known good compatible controller and wand which was found to perform as intended, although the complaint was the unit possibly sparked there were no physical marks indicating the unit malfunctioned or burns marks from sparks. The complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to electrical component failure include: 1. There may have been an issue with another device used as part of the system. 2. The foot control may have been activated when the wands was outside the surgical site causing the wand to activated and appearing spark due to burning off excessive liquid from the tip of the wand. There were no indications to suggest the device did not meet product specifications upon release into distribution.